Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Date of event b3: the exact event date was not available, therefore the date 01/01/2025 was used as an estimate, since it was reported that patient symptoms began a few months after the implant surgery.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrence incontinence. A replacement surgery was performed in which the cuff was explanted and replaced. There were no further patient complications.